Event description:
It was reported that the micro sagittal saw overheated during testing. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The device was received by the MFR and a quality investigation is anticipated. A f/u report will be filed when the investigation is complete.